Event description:
Malfunction: system shut down during the procedure. The surgeon reported that the system shut down during the procedure. The system displayed no system messages prior to the shut down. The system was rebooted and the case was completed. No patient injury was reported.

Manufacturer narrative:
No samples were returned for evaluations. The root cause cannot be determined in this investigation. A review of complaints for the last 24 months found one other complaint for this system for a similar event that occurred one week earlier. In that case, the system rebooted successfully. There was no patient harm. (B) (4). (B) (4)